Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date the patient was hospitalized for the peritonitis. It was reported that the patient did not receive treatment for the event. The outcome of the peritonitis was unknown. It was not reported whether dianeal and extraneal therapies were ongoing. No additional information is available.